Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: the patient suffered injury and damage associated with his use of defective product, a bard kugel hernia patches. The patient alleges to have suffered disabling pain and required surgical intervention, due to having the patch implanted in him.